Event description:
Patient with history of breast cancer in 2002 was admitted to reporting facility in 05 for evaluation of enlarging anterior medialinal mass. The thorascopy was performed in 05. During the procedure while using suspect medical device several burns occurred in the left upper lobe of the left lung. The procedure was converted to a thoracolomy because adequate exposure could not be obtained thorascopically. The burn was observed after the procedure was converted from a thorascopy to a thoracotomy, which allowed direct visualization of the lung tissue. The surgeon treated the burned area of the lung with coseal surgical sealant.